Event description:
It was reported that during an unknown procedure, only description provided was that the instrument was scissoring. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.